Event description:
It was reported that the device went into backup vvi mode while the patient was undergoing an MRI procedure. A device restoration was performed and reprogrammed back to normal settings. There were no adverse health consequences to the patient.